Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm within 20 seconds. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. The patient was in good condition post procedure. No patient complications were reported.